Event description:
On (B)(6) 2010, pt reported she has been getting an e8 (power interrupt) alert for the past week. Pt stated one time last week, she received the a2 (battery low) alert and the e2 (battery depleted) alert, but she changed the battery and it cleared those errors. Pt reported this was not an issue now. Pt stated she has been getting the e8 at different times during the past week. Pt reported the battery could have been taken out the infusion device when it was not in the stop mode. Had pt put the infusion device into stop and take the battery out, reinsert the battery, and put the infusion device into run mode. There was not a power interrupt. Pt reported when she took her battery out, the battery compartment was moist with water. She stated it had not been exposed to water or moisture but it sits in the bathroom when she showers. Advised to keep it away from moisture and humidity. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.